Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25035. It was reported the patient ((B)(6)) underwent surgical intervention due to invalid impedance measurements. Intra-op lead testing during the procedure identified no impedance issues. As a result, the physician decided to explant and replace the patient's extensions without performing diagnostic testing. Effective therapy was restored postoperative and invalid impedance issue is resolved. It is unknown when or if the patient experienced a loss or ineffective stimulation due to the impedance issue.